Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating they will meet with patient to prepare for MRI, check impedances, and take device out of overdischarge if possible, on the week of (B)(6) 2025.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient impedance cannot be checked currently as told by radiology and ucsf clinic  because patient has not been seen in more than 2 yrs. Sister of patient reports they don't have the recharger and stopped using equipment and implant due to lack of efficacy. Nurse said patient has not been seen in a few years but her clinic notes said patient did get benefit from the implant at one point contrary to what patient¿s sister, who is now the caregiver, claims. Patient is in overdischarge we believe and needs an MRI for something the doctor states is non-dbs related. Patient will he seen in clinic to check implant and take it out of overdischarge state as well as recharge it and turn it off for scheduled MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding the overdischarge state. The usual steps required to resolve overdischarge were performed using a wireless recharger, and the patient was taken out of overdischarge on 11/4. The issue has been resolved, and the patient was provided with a new recharger to ensure continued device use. Additionally, the nurse practitioner checked the programming to confirm everything was optimized properly. This information has been confirmed and the account was informed.